Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated error m-02 on the erbe generator . Prior to calling, the user had restarted both the generator and the entire system, but this did not resolve the issue. The tse reviewed the system error logs, and confirmed multiple instances of error m-02. The electrode connections and external pedals were checked to ensure proper setup, with no issues identified. Further steps included disconnecting the mono-bipolar and neutral cables as well as the power cord from the generator, then waiting and restarting the device, but the error persisted. Ultimately, the user replaced the erbe with a spare generator and continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) erbe to perform failure analysis. Failure analysis investigations confirmed an error m-02 via system logs. The component was visually analyzed and it was found to have no issues. The unit was installed on an in-house system where it was functioning as expected. The unit energized , cauterized and all ports recognized instruments. The probable root cause of reported failure could be attributed to a module timeout issue inside the erbe generator throwing an error m-02.

Event description:
Refer to h11 for follow-up information.